Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lipoma (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that clinical patient was injected in the chin with juvéderm volux®. Approximately five months later, patient was hospitalized with lipoma, deemed not related to the device and underwent cervical surgery two days after being admitted. Patient has not been discharged from the hospital. Event is ongoing.

Event description:
Additional information reported patient was admitted to the hospital due to "posterior neck mass." The mass was 9 x 9 palpable which protrudes from body surface with soft quality and slightly clear boundary. Ultrasound performed noting subcutaneous fat layer of the posterior neck had a slightly echoic area, a possible lipoma. After admission to the hospital, patient completed routine tests including coagulation function, liver and kidney function, and electrolytes without obvious surgical contraindications. Patient underwent superficial mass resection and arbitrary flap plasty under anesthesia. Two days after surgery, it was noted a piece of adipose tissue, 10x8x2 cm in size, sallow and yellow in section, soft in solid nature and partially coated. Two days later, patient was discharged from the hospital with the diagnosis of posterior neck lipoma. During hospital stay, patient was injected with cafazolin sodium to prevent infection and take loxoprofen sodium to stop pain. Event resolved without sequelae ten days after hospital discharged.